Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings issue. It was reported that the prime history was inaccurate based on the patient's anecdotal reporting. In addition, the fill cannula amounts were reportedly not recorded properly in the prime history. A review of history by customer support indicates that before (B)(6) 2017, prime and fill cannula data were reflected accurately.there was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/28/2017 with the following findings:a review of the black box showed no activity outside of normal use. The rewind, load, and prime steps were performed successfully. The prime and fill cannula steps were performed and recorded correctly with the correct amounts and order. The pump performed within specifications. The prime/fill cannula issue was unable to be duplicated.